Manufacturer narrative:
The pump was interrogated on receipt and interrogation indicated that the pump was delivering hydromorphone (concentration 75 mg/ml, dose 29.2 mg/day) and bupivacaine (concentration 12 mg/ml, dose 4.672 mg/day analysis of the pump revealed no anomalies.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. The event date was unknown. The report title noted that the pump was to be analyzed; the physician asked for the pump to be analyzed per patients request, patient stated there were a couple of instances in the past that residual volumes were above what was expected. It was unknown if this was a catheter issue. It was unknown as to what diagnostics were performed. The pump was explanted and returned for analysis. There were no symptoms mentioned. At the time of this report, the issue was resolved and patient status was "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.